Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A replacement bearing was sent to the customer to resolve the immediate issue. A thorough engineering investigation has been performed to identify the root cause of the reported issue. The engineering team determined the failure was a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.

Manufacturer narrative:
H10: it was initially reported that the resolution for the customer was that a replacement bearing was sent to the customer, however reseating and applying loctite glue to bushing resolved the immediate issue. The bearing was only shipped directly to customer for use in future repairs. H11: a thorough investigation was performed to determine the cause of the reported problem. It was determined that the application of adhesive was inadequate, allowing for the bearing to become unsecured and preventing the locking solenoid from fully engaging. The system has returned to service with no similar issues reported post repair.

Manufacturer narrative:
H10 philips has started an investigation, and upon completion, a follow-up report will be submitted. H11 the following information was omitted on the initial report. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number 3019216-07/16/21-002-c.